Event description:
It was reported that error code 1720 was experienced. Also the pump has scratched lens. Unknown/no patient injury.

Manufacturer narrative:
Event problem and evaluation codes: updated device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Back-up-capacitor had a broken wire causing error code 1720. Lens had been scratched. Replaced back-up-capacitor and lens. The cause of the reported problem could not be determined. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6400 correction: operator of the device: patient/consumer correction: customer reported to FDA: no information.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 06-june-2022 via email: event did not occur while in use by patient.